Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that patient experienced pain at the ipg site. As a result, patient underwent surgical intervention on (B)(6) 2019 where in the ipg pocket was made larger.